Event description:
It was reported to philips that the system was unable to turn on after its power turned off. The system was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.